Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system. On an unknown date, at the follow-up, a distal type I endoleak with the true lumen enlargement was detected. On (B)(6) 2021, reintervention was performed. An additional stent graft was implanted at the distal side. The patient tolerated the procedure. It was reported that the leak might have occurred due to the true lumen enlargement after aortic false lumen remodeling and thrombosis. It was also reported that the stent graft at the index procedure may have been undersized.